Event description:
Further follow-up with the physician confirmed that the physician has assessed the patient since the alleged heart flutter. The physician could not provide any additional information on the event and the physician has directed the patient to a cardiologist for additional assessment. The physician informed that the patient has also complained of a lump in their throat since the most recent vns titration, and difficulty eating. The physician is considering a botox injection for the bulge in neck at or near sternocleidomastoid. The physician assessed that this is a possible side effect from the vns stimulation. No other relevant information has been received to date.

Event description:
The patient's husband reported that the patient has experienced heart murmurs and shutters since the most recent vns titration. It was mentioned that this is "the sickest she has been." The sales representative was present at the patient's most recent appointment and was able to confirm that the generator was functioning properly within normal limits. No other relevant information has been received to date.